Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. Aortic regurgitation in bioprosthetic heart valves, also known as aortic insufficiency, occurs when the valve does not close properly in diastolic phase, which results in retrograde flow of blood into the left ventricle. The type and cause of regurgitation varies depending upon multiple factors. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. However, advances in valve design and bioprosthetic material have been made with the intention of reducing leaks by providing more efficient hemodynamics and longer tissue durability. A definitive root cause could not be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Edwards received information that a patient with an edwards surgical valve implanted eight years, 10 months, underwent an attempted valve-in-valve procedure in pulmonary position due to pulmonary regurgitation. It was reported implantation of the transcatheter valve was cancelled due to the patient not tolerating the procedure. The patient had a stenosed rpa which was stented. The patient was hemodynamically unstable during the procedure. Procedure will be rescheduled. The patient was reported to be stable following the procedure.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Event description:
Edwards received information that a patient with a 27mm aortic valve, implanted in the pulmonic position, underwent an attempted valve-in-valve procedure after an implant duration of eight (8) years, 10 months due to pulmonary regurgitation. It was reported that the implantation of the transcatheter valve was aborted due to ivc laceration. The patient had a stenosed rpa which was stented. The patient was hemodynamically unstable during the procedure. The patient was reported to be stable post procedure. The procedure was rescheduled. Additional information received indicated that the patient underwent a tpvr procedure after an implant duration of nine (9) years, five (5) months due to severe pulmonary regurgitation and moderate pulmonary stenosis. The tpvr was performed with a 29mm transcatheter valve. Post valve deployment, tee confirmed a well-positioned valve with no significant perivalvular leak. The patient tolerated the procedure well with no complications and was transferred to the ICU. The patient was discharged home with home health services on pod #2.

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event.

Event description:
Additional information received indicated that the patient underwent a tpvr procedure after an implant duration of nine (9) years, five (5) months with a 29mm edwards transcatheter valve. The patient was noted to be in recovery post procedure.